Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" this record is for the right side. Device remains implanted and it will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: not observed through leak test inspection. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "deflation" this record is for the right side. Device was explanted and replace.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, h6.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted and replaced.